Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and hyperglycemia. The blood glucose reading was 419mg/dl. Troubleshooting was declined as customer preferred the device be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.